Event description:
It was reported that the ring bent upon insertion.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of anchor c diam.3.5mm self drilling 10mm locking ring disengagement was confirmed via visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the established causes of the event are: freehand use during screw insertion; inserter loosening during surgery; inserting not fully threading; user unfamiliar with system; interaction between cage/screw/inserter; outer diameter of clip is too large and general use error.

Event description:
It was reported that the ring bent upon insertion.